Manufacturer narrative:
Concomitant medical products: needleless connector, therapy date (B)(6) 2016. Gtin number for item: (B)(4), lot: 15105470 is 10885403232503. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked at luer end. The user is not certain how long the tubing has been in use. There was no report of patient harm.

Manufacturer narrative:
Concomitant product(s): (disregard pri tubing). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.